Event description:
The bare skin on a patient's arm was supported by an IV arm board to stabilize an IV site. Reportedly, when the IV and the armboard were removed, the anterior aspect of the forearm (where the skin was in contact with the plastic board) was sloughed-off. It was also reported that the palmar surface of the hand was marcerated but intact and the dorsum of the hand blistered, which may have been due to the tape. The diagnosis was that the patient had a local skin reaction, possibly due to the tape and/or IV board. Silvadine ointment was prescribed.

Event description:
The bare skin on a patient's arm was supported by an IV arm board to stabilize an IV site. Reportedly, when the IV and the armboard were removed, the anterior aspect of the forearm (where the skin was in contact with the plastic board) was sloughed-off. It was also reported that the palmar surface of the hand was macerated but intact and the dorsum of the hand blistered, which may have been due to the tape. The diagnosis was that the patient had a local skin reaction, possibly due to the tape and/or IV board. Silvadine ointment was prescribed.